Manufacturer narrative:
The injection screw was not bent. There is a great amount of resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. No cosmetic damage was observed. No cosmetic damage was observed.

Event description:
Customer reported via phone call that the inpen would not pair to their new phone. Customer was assisted with troubleshooting but they were getting inpen not found. No harm requiring medical intervention was reported. The device was returned for analysis.